Event description:
It was reported that after the iab was inserted and connected to the pump, "balloon could not fill" alarms were noted. The pump was exchanged, but the problem continued. The iab was removed and replaced but again the problem continued. Then the tubing set was exchanged and the alarms stopped. There were no pt complications.

Event description:
It was reported that after the iab was inserted and connected to the pump, "balloon could not fill" alarms were noted. The pump was exchanged, but the problem continued. The iab was removed and replaced but again the problem continued. Then the tubing set was exchanged and the alarms stopped. There were no pt complications.